Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump was received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. We were unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test due to motor error alarm. The insulin pump was received with normal operating current. The insulin pump passed self-test and off no power test. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported via phone call that the customer has been having issues with insulin pump the customer's blood glucose was unknown. The customer agreed to return device for analysis.